Event description:
Post inflation, patient developed thrombus and was treated with tissue plasminogen activator and discharged the following day.

Manufacturer narrative:
Product analysis did not find a device malfunction. DHR found no discrepancies with final released product. No similar complaints found. Thrombus is an inherent risk of procedure and is labeled in the directions for use.